Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used during an endoscopic sphincterectomy (est) and stone removal procedure performed on (B)(6), 2010. According to the complainant, after the device was removed from the package, it was found that the cutting wire had been bent. It was difficult to perform the est however the procedure was completed with the subject stonetome stone removal device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is not known. However, it was noted to be over 18 years. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used during an endoscopic sphincterectomy (est) and stone removal procedure performed on (B)(6), 2010. According to the complainant, after the device was removed from the package, it was found that the cutting wire had been bent. It was difficult to perform the est however the procedure was completed with the subject stonetome stone removal device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination revealed that the working length was twisted and the exposed cut wire was bent. A functional evaluation found that the device would bow past 90 degrees which meets the bowing specification. The od of the exposed cut wire was measured and meets the specification. The condition of the returned unit was consistent with the complaint incident that the cutting wire was bent. During manufacturing, tome devices are 100% inspected for cut wire and working length integrity so customer usage/ procedural factors likely bent the cut wire and the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.